Event description:
It was reported that the coil stretched and prematurely deployed, which required intervention. A 4mm x 30cm embold soft coil was selected for use in an embolization procedure of the moderately tortuous superior mesenteric artery. During the procedure, while attempting to deploy the coil into the coil pack, there was resistance, and attempts were made to pull and push the coil to release tension in the delivery wire. It was thought that the coil could have been caught in the coil pack. An attempt was made to pull back on the microcatheter; however, it was observed that the coil had stretched out, and the coil ended up deploying inside the microcatheter. The coil had to be snared out. There were no patient complications as a result of this event.

Manufacturer narrative:
Device eval by manufacturer: the device was not returned for analysis; however, media was received, which was thoroughly examined and evaluated. It revealed a stretched coil removed with a snare.

Event description:
It was reported that the coil stretched and prematurely deployed, which required intervention. A 4mm x 30cm embold soft coil was selected for use in an embolization procedure of the moderately tortuous superior mesenteric artery. During the procedure, while attempting to deploy the coil into the coil pack, there was resistance, and attempts were made to pull and push the coil to release tension in the delivery wire. It was thought that the coil could have been caught in the coil pack. An attempt was made to pull back on the microcatheter; however, it was observed that the coil had stretched out, and the coil ended up deploying inside the microcatheter. The coil had to be snared out. There were no patient complications as a result of this event.